Event description:
It was reported that an ilet pump screen cracked after the user slipped on ice, and the user transitioned to multiple daily injections while a replacement was arranged. Symptoms included no reported blood glucose impact. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included logistics review of device return and confirmation of receipt, with subsequent shipment of a replacement device and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with accidental impact, and the returned device was managed through standard exchange procedures. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage due to accidental drop.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."